Event description:
The reporter stated the surgeon used an aq5010v three piece silicone lens. The lens crinkled when surgeon tried to insert. No pt contact. Lens was damaged while loading. Backup lens was implanted.

Manufacturer narrative:
(B)(4) other (lens crinkled). Evaluation: results - other: a visual inspection of the returned product found the optic is torn in half. Piece of haptic is torn off and missing. There was evidence of dark residue on lens surface. Conclusions - other: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).